Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 15mm long starting 2mm proximal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation between 6-12 atmospheres, the balloon ruptured. The device was removed and the procedure as completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation between 6-12 atmospheres, the balloon ruptured. The device was removed and the procedure as completed with a different device. No patient complications were reported.